Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was visually inspected, where no issues were found. Unit was installed on the known good in-house system and the tower monitor showed ¿robot is not connected or not powered on¿ message. The unit was taken to a programming station where it was confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the robot was not connected or not powered on. Prior to calling, the caller had hard power cycled system and swapped blue fiber cable with no change. The caller provided error 31089. Onsite was not connected. The technical support engineer (tse) walked the caller through confirming robot power button backlight was flashing blue and not completing post. The tse walked the caller through an emergency power off (epo) of the robot and power on in standalone mode with the same result of power button not going to solid blue backlight. The caller swapped to a da vinci xi. The procedure was aborted to another da vinci with no reported injury.